Event description:
Additional information was received that during a change out procedure for an unrelated issue, the right ventricular (rv) lead shock impedance measurement was tested with the new cardiac resynchronization therapy defibrillator (crt-d) and yielded high out of range shock impedance measurements of 140 to 150 ohms. Defibrillation threshold (dft) testing was performed during the change out procedure and the delivered shock impedance measurement was 135 ohms. The physician ultimately chose to leave the rv lead implanted with the new crt-d and continue to monitor the patient. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Available information indicates that this product remains implanted and in service.